Event description:
Reportedly, when the obturator was removed from the cannula, the tip of the trocar disengaged and fell into the pt's abdominal cavity. The tip was removed through the cannula. There was no pt injury.